Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse coordinator reported that an intraocular lens (iol) was explanted in a secondary procedure within two months of the initial procedure due to blurred reading vision and clinical reason of outcome different than predicted by iol calculator. The lens was exchanged with a monofocal lens. Additional information was requested, but no further information is available.